Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Display also appears correctly during performance testing. Iu visually inspected the external casing on the meter and observed that the protective coating surrounding the meters display screen appears to be peeling off. The peeling on the display does not distort the digits during the simulation test, therefore misinterpretation is not possible. Failure analysis indicated that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. This defect is only cosmetic in nature, and does not affect the functionality or performance of the meter. Failure analysis reported that this meter was manufactured after product improvements were put into place to reduce the occurrence of this defect as investigated.

Event description:
On (B)(6) 2013, it was reported that the display on the patient blood glucose monitor was not readable on the top of the display in a way that could lead to a misinterpretation of the values displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.